Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their "defib wasn't working, it's quivering." The device is still in use. No further patient complications have been reported as a result of this event.